Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. The reported event is not attributed to a device malfunction. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt stated unit is not suctioning properly- she was sent kit on 8/13 and unit still not suctioning well- stated she wakes up wet. Informed we will need to troubleshoot the unit- unit did not pass water test- unit is still within 3-year warranty- informed we will send replacement unit- also informed her we will send out bio box w/ label- adv to hold onto old unit until she receives it - submitted request s/o # (B)(4). It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used)

Event description:
It was reported that the pt stated unit is not suctioning properly. She was sent kit on 8/13 and unit still not suctioning well. Stated she wakes up wet. Informed we will need to troubleshoot the unit. Unit did not pass water test. Unit is still within 3-year warranty. Informed we will send replacement unit. Also informed her we will send out bio box w/ label. Advised to hold onto old unit until she receives it. Submitted request (B)(4). It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.